Manufacturer narrative:
(B)(4) date sent to the FDA: 08/12/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Was the device a securestrap or securestrap open? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Was the procedure associated with this event open or laparoscopic? Was any issue noted with the device and/or straps during fixation? How long after the initial procedure were the loose straps first noted? How were the loose straps first noted? Was there any triggering event prior to the straps loosening? (E.g. Weight gain, sneezing, coughing, strenuous activity)? Relationship of eventration to the loose straps? Date of reoperation? Reoperation findings? Can you provide the surgical notes? Was the mesh removed? What is the patient¿s current status? Are there any photos available? Will the securestrap be returned for analysis?

Event description:
It was reported that the patient underwent a hernia repair procedure on unknown date and the absorbable straps were used. The patient experienced vomiting during the post op. The patient is stable but it was necessary to make another surgery because he had an eventration. As per surgeon, a mesh moved out once it seems the system of fixing of absorbable straps did not work properly and all staples were loosened. Additional information has been requested.

Manufacturer narrative:
Date sent to FDA: 08/25/2016. Additional information was requested and the following was obtained: the patient demographic info: age : (B)(6). Gender. Male. Weight: ni. Bmi at the time of index procedure: ni. Date and name of initial surgical procedure? (B)(6) 2016 incisional herniorrhaphy + mesh. The diagnosis and indication for the initial surgical procedure? The patient refused the symbotex mesh and the patient had some adhesion therefore the surgeon needed to remove this mesh and did incisional herniorrhaphy + mesh physiomesh open and securestrap. What were current symptoms following the index surgical procedure? Onset date? The surgeon said that the patient was vomiting days after the surgery therefore the patient did a lot of abdominal effort and the straps could not keep the mesh. Onset date: (B)(6) 2016. Other relevant patient history/concomitant medications? Laparotomy + colostomy because he had a peritonitis and performed diverticulitis almost 18 months ago. Laparotomy by peritonitis and intestinal fistula (B)(6) 2016. Peritoneal lavage (B)(6) 2016. Incisional herniorrhaphy + mesh ( symbotex mesh). Incisional herniorrhaphy+ physiomesh open and securestrap open (B)(6) 2016 was the device a securestrap or securestrap open? It was a securestrap open product code and lot number? Openstrap20 , lot : kbk664. What is physicians opinion as to the etiology of or contributing factors to this event? The fixing system was not effective. Was the hernia repair associated with this event performed on primary or recurrent hernia? Probably with the recurrent hernia. What was the defect size/type/location of the hernia associated with this event? - ni. Was the procedure associated with this event open or laparoscopic? - the event was opened. Was any issue noted with the device and/or straps during fixation? - it was any issue noted the device and/or straps during fixation how long after the initial procedure were the loose straps first noted? - the surgeon was observing the patient continually, but approximately 4 or 5 days after the loose mesh. How were the loose straps first noted? - the surgeon noted that the mesh was bent into the patient.. Was there any triggering event prior to the straps loosening? (E.g. Weight gain, sneezing, coughing, strenuous activity)? - the patient was vomiting days after the surgery. Relationship of eventration to the loose straps? - I don¿t have this information. Date of reoperation? - (B)(6) 2016. Reoperation findings? - the physiomesh open mesh was in good conditions ,but unfortunately it was loose because the straps were not working properly ( the surgeon said). Can you provide the surgical notes? - I could try to get it. Was the mesh removed? - yes , it was removed. What is the patients current status? - he has been hospitalized. Are there any photos available? - yes, there are some photos from the surgery and videos too. Will the securestrap be returned for analysis? - no.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 11/01/2016. Additional information was requested and the following was received: how many straps were placed to fixate the mesh? It was fixed with 17 or 18 straps. Were there any trans-abdominal stay sutures used to fixate the mesh, and if so, what was there condition during the recurrence? There were not any trans- abdominal stay sutures to fix the mesh into place. The mesh was fixed only with the straps. As this patient had several prior complications/relapses, what was the condition of the peritoneum and fascia that the tacks went into. Compromised tissue will likely have lower holding strength. The patient had lost part of the fascia but the peritoneum was normal ( in good conditions) on the other hand the infection was controlled and there was low inflammation. The dr. Explained that the nutritional status was good ( protein and albumin in good conditions).

Manufacturer narrative:
The analysis results found that the opstrap20 straps were returned with a mesh. Straps cannot be measured since these straps were already used in the mesh. No conclusion could be reached as to what may have caused the reported incident.